Event description:
Allograft was implanted in 2006 and was reportedly explanted in 2006 due to insufficiency. The report also indicates that the pt developed endocarditis. The hospital has not determined the source of the endocarditis and is currently investigating the event.